Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set had bent cannulas on at least 4 occasions. The blood glucose reading was over 400 mg/dl. The customer stated that she inserted the infusion set into the buttocks area. The customer stated that she had countless kinks in her infusion set tubing and wound up in the hospital with diabetic ketoacidosis on one occasion. She advised that she had already changed the infusion set. She was suggested best practices for infusion set insertion. Nothing further reported.